Event description:
During a remote follow up, post-sensed t-wave oversensing and decreased sensing was noted on the device. No intervention was performed. The patient was stable and will be monitored.